Manufacturer narrative:
Trackwise # (B)(4). Correct section: h6 problem code: changed from 3190 to 2183. The device was returned to the factory for evaluation on 09/18/2023. An investigation was conducted on 09/19/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The aortic cutter was observed to be intact with no visual defects. The delivery device was returned inside the loading device. The blue slide lock was observed to be on and the white plunger was not depressed. The seal was observed to be partially unraveled at the edges. A mechanical evaluation was conducted. An attempt was made to load the seal into the delivery device. The delivery device was removed from the loading device with no physical difficulties. The seal remained in an unfolded state with the tension spring assembly in the delivery tube. The seal was removed from the loading device with no physical difficulties. The seal was remained partially unraveled at the edges. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.225 inches. The length of the delivery tube was measured at 2.51 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and investigation results, the reported failure "fitting problem", as well as the analyzed failure "unraveled material", was confirmed. The lot # 3000277777 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm), steps 1, 2, and 3 worked correctly, but the seal body came off at the steps. It was loaded as usual, but as a result, the seal came off. The seal part was also damaged. Use another hsk-3038. There is no delay in procedures. No health hazards to patients.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm), it came off the delivery device during use, and the seal part was also damaged. No health hazards to patients.